Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the osp washer module was not dispensing and aspirating the proper amount of fluids from a "cold start". The fluid was exceeding the height of the microwells. The vacuum pump, tubing, and wash head were replaced. The instrument was run through the auto adjustment function, tested without further problem, and returned to service.